Manufacturer narrative:
Block h6: imdrf device code a0106 captures the reportable event of a stent's obstruction within the device.

Event description:
It was reported to boston scientific corporation that an advanix biliary double pigtail stent was to be used during an endoscopic retrograde biliary drainage procedure performed on (B)(6) 2024. It was reported that it was impossible to drain using the advanix biliary double pigtail stent. No further information has been obtained; however, this may suggest that the stent was obstructed. There were no patient complications reported as a result of the event.